Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) failed to deliver a shock to the patient during a ventricular tachycardia (vt) storm. It was unable to be determined whether the vt episode met the criteria for shocking the patient. The ICD remains in use. No further patient complications have been reported as a result of this event.